Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous left anterior descending (lad) coronary artery. Pre-dilatation was performed with a 2.5x12 mm non-compliant balloon. The 3.0x33 mm xience prime stent was implanted and a distal edge dissection was noted. A 3.0x15 mm xience prime stent was used to cover the dissection. There were no adverse patient sequela. No additional information was provided.